Manufacturer narrative:
The 3080sp surgical table subject of the reported event is approximately 27 years old. A steris service technician inspected the table following the reported event and found no issues with the function or operation. The technician was unable to duplicate the reported event and confirmed the surgical table to be operating properly. The technician returned the 3080sp surgical table to service and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3080sp surgical table lowered in height without being commanded to do so. The patient was transferred to a different surgical table subsequently causing a procedure delay. The procedure was completed successfully and there was no report of injury.